Event description:
The product is hotline - blood and fluid warmer - hl-90. The device create multiple micro bubble distal to the fluid warmer. Hence this device could and would give patient air into their intravenous therapy when the device is used. Maybe nothing but really detrimental for someone with patent foramen ovale. Manufacturer was contacted and was told to use an air trap. This device was used and still micro bubble are present. This device should be pull out of market until manufacturers able to mitigate the problem.